Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was scratches on screen as well as buttons not responding and insulin pump was failure to deliver. Customer¿s blood glucose level was 200 mg/dl, 225 mg/dl, 275 mg/dl, 300 mg/dl and 240 mg/dl. Customer stated that they can still read the screen. Customer troubleshoot was performed. Customer was advised to monitor insulin pump. The insulin pump will be returned for analysis.